Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 48 mg/dl at the time of incident and the current blood glucose level was 185 mg/dl. Customer stated her blood glucose has been going low and then after 2hrs later it goes high. Customer stated due to recently bumping her insulin pump she had been having high blood glucose. The customer was declined to troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.